Event description:
It was reported that during a lumbar study on the magnetom espree system a bariatric female pt (B)(6) received a blister on the outer side of her left hip, approximately 3cm in size. The site used standard I-spine routine for the lumbar study and the exam was completed with no repeats. The pt used a squeeze ball and intercom 5 minutes into the study to notify the operator of being warm but was able to complete the exam without further complaints. The pt was put feet in, on her back. She was wearing stretchy pants. The pt was wide and her hips were tight against the bore of the magnet. After the exam the operator, (B)(6) checked the pt's legs where she said she was warm but no signs of damage were visible. The pt went to the ER the following day where was treated for a blister on her left thigh about 3 cm in size.

Manufacturer narrative:
The system was checked by siemens local service engineer, (B)(4), for proper function. The spine matrix coil, the coil-patient table connections and rf characteristics were tested and successfully passed all quality assurance (qa) tests. The customer continues to use the unit and the spine matrix coil with no further issues reported. (B)(4).